Event description:
The pt was a female. The target lesions were in the proximal right coronary artery and left anterior descending artery. The prox rca had a high takeoff and was flexed. The lesion was a de novo. The vessel was calcified and slightly tortuous. There was 90% stenosis. Initially, 2 cyphers (details are unk) were implanted at lad without problem. The pre-dilation with a balloon (speeder 3.0/10mm) was conducted at the prox rca and a cypher (3.5/13mm) was delivered to the target lesion, but it did not cross, and so the procedure was finished successfully with the implant of a taxus (3.5/12mm). There was no pt injury reported.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. One non-sterile cypher 3.50x13 mm was rec'd coiled inside a plastic bag. The proximal and distal end of the stent was rec'd with the struts uplifted. No more anomalies were found. Stent crossing profile to the middle section of the stent was performed, and the result was found to be with in specs. Sent crossing profile to the distal and proximal ends could not be performed, since these ends were uplifted. No further analysis was performed. The strut uplift failure reported by the customer was confirmed. However, the exact cause of this failure could not be determined. Controls are in place to prevent this type of failure from leaving the facility. This failure could be related to procedural factors. No corrective action was taken since the cause of this failure does not appear to be manufacturing related. Although not reported strut uplift confirmed through failure analysis. Review of the available info suggests that vessel/lesion characteristics may have contributed to the event. Based on the DHR and the failure analysis, there is not indication that this issue is a result of the mfg process.